Event description:
Customer reported one sars-cov-2 tma run, wl 00902-20200831-05, using assay lot 274448 on panther instrument sn (B)(4) which had a questionable result. One sample was negative but had an rlu value of 479, which was higher than expected for a negative sample.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the sample had a valid negative result. Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues; the kinetics were normal for the sample in question. Pas suggested the issue may be due to sample-handling, but customer was advised to focus on the result claim rather than the rlu value for this qualitative assay. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua200014), aptima sars-cov-2 (eua200734), and aptima sars-cov-2/flu (eua202959). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.